Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was within specification. The radio frequency ablation was verified by using the maestro generator 4000, and the device was found to be within specifications. Based on all the available evidence the conclusion is that no problem was detected with the returned device, the reported allegation could not be replicated, and no other issues were found with the device. The allegation of temperature issue was not confirmed by analysis.

Event description:
During an ablation procedure to treat tricuspid isthmus in the heart a blazer ii xp catheter was selected for use. The temperature sensor that did not allow the temperature to be captured. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat tricuspid isthmus in the heart a blazer ii xp catheter was selected for use. The temperature sensor that did not allow the temperature to be captured. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.